Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it has a blank screen when turned on. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: two parts were received for failure investigation. The vela main coldfire pcba (printed computer board assembly) had components that were tampered with and damaged so no investigation could be performed. The vela front panel assembly was evaluated and the reported issue was duplicated. The failure was isolated to the backlight led (light emitting diode) degrading.